Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had differences between sensor glucose and blood glucose values. Customer's blood glucose value was 51mg/dl and sensor glucose value was 100mg/dl. Customer treated with carb intake. Sensor and blood glucose difference was not within acceptable range. Insulin pump will not be returned for analysis.